Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the x-stage cover was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the gantry was not moving properly. It was intermittently stopping when extended forward. There was no patient present.